Event description:
Pt's freestyle meter appears to be reading high. They took back to back glucose tests with the freestyle meter receiving readings of 140 and 130 mg/dl on their finger and then got a reading of 40 mg/dl with a meter of an unk brand at the hosp about 30 minutes later. The customer was treated with an IV of dextrose and released.